Event description:
Reporter complains of silicone-induced chronic fatigue, hair loss, joint and muscle pain, numbness of fingertips, dry eyes,systemic sclerosis, insomnia, anxiety, and persistent headaches. It has also reflected highly in her sex life, depression. Etc.